Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two additional prostyle devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that this was a venotomy closure of the left common femoral vein using prostyle devices after an electrophysiology ablation (ep) interventional procedure using a 10f sheath. Reportedly, the sutures came out of the vessel after deployment of the first prostyle device. An attempt was made with another prostyle device; however, the suture also came out of the vessel after deployment. An attempt was made with a third prostyle device and the suture also came out of the vessel after deployment. After the device was removed from the patient, it was noted that the foot of the prostyle device was slightly open despite the lever being fully closed by the user. There had been no reported issue with opening or closing the lever. There was no tissue damage or treatment needed. A fourth prostyle device deployed successfully and was used to achieve hemostasis. The patient was reportedly on the "large" side and had deep vessels. The physician thought maybe the prostyle devices had not been all the way in the vessel when deployed, even though it seemed as there was pulsatile blood flow from the marker lumen. The first three prostyle devices attempted may have possibly been deployed in tissue tract and that is the reason they did not take. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿suture came out of the vessel¿ could not be tested/confirmed, due to device components not retuned. The reported foot retraction problem was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the prostyle instructions for use (IFU) states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, it is unknown if the IFU violation contributed to the reported difficulty. The investigation was unable to determine the conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: device code 1536 removed.